Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: was the end-user a new user of this product? Yes, but he had used stratafix spiral pds for about 5 cases. Please clarify the issue not holding tension found with the second suture: was the suture thread found liable to break due to poor tensile strength? Surgeon felt barbs were not holding tension. He felt the suture was retracting back after a suture pass did the second suture actually break at any point? If yes, state approximate breakage location. No. Were the barbs not engaging in the tissue well causing suture slippage? Yes - suture was retracting back. Was the end-user a new user of this product? Yes, only 5 cases but very experienced robotic surgeon and vloc user. Was the sales rep present during the procedure? No. What in the physician's opinion was the cause of the suture breakage? Suture seemed weaker and was retracting back after each pass. The barbs were not holding suture in place. Barbs were not as pronounced as vloc. But surgeon did not experience this in previous 4 vaginal cuff closures.

Event description:
It was reported that the patient underwent robotic assisted laparoscopic hysterectomy procedure on (B)(6) 2016 and barbed suture was used. During the procedure, the surgeon opined the barbs were not holding tension as well as a competitor's product and suture was retracting back after a suture pass and the barbs were not holding suture in place. This suture was used to complete the case. There were no adverse consequences for the patient.